Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding),') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion, dysfunctional uterine bleeding, uterine bleeding, menses irregular, fibroids, obesity, hypertension, gastroesophageal reflux disease, disease cystic breast, depressive disorder, hypercholesterolemia, cholecystectomy, cesarean section (2004), endometrial ablation (2011), abdominoplasty (2007), miscarriage, breast reduction, dysmenorrhea, leiomyoma nos and menometrorrhagia. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced gastrointestinal disorder ("gi conditions"). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed/abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), back pain ("back pain"), hypersensitivity ("hypersensitivity"), psychological trauma ("psychological injuries"), bladder disorder ("bladder problem"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headache"), nausea ("nausea"), visual impairment ("vision problem"), dyspepsia ("heartburn"), vaginal haemorrhage ("abnormal bleeding (vginal, menorrhagia)"), dysgeusia ("allergic or hypersensitivity: metallic taste in mouth") and female sexual dysfunction ("apareunia") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation,total vaginal hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, hypersensitivity, psychological trauma, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea, visual impairment, weight increased, dyspepsia, vaginal haemorrhage, dysgeusia and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for- dysmenorhea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, general abnormal bleed, psych injury, bladder problems, uti, vaginal infection, vaginal discharge, fatigue, gi conditions, hair loss ,hormonal changes, headaches, nausea, vision problems, weight gain and heartburn insertion date: date(s) of insertion: (B)(6) 2010 (discrepancy), (B)(6) 2011 per insertion details there were 3 coils noted on the right in the uterine cavity and left: 4 coils mirena case: (B)(4) (migration of iud) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-jun-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding),') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion, dysfunctional uterine bleeding, uterine bleeding, menses irregular, fibroids, obesity, hypertension, gastroesophageal reflux disease, disease cystic breast, depressive disorder, hypercholesterolemia, cholecystectomy, cesarean section (2004), endometrial ablation (2011), abdominoplasty (2007), miscarriage, breast reduction, dysmenorrhea, leiomyoma and menometrorrhagia. On (B)(6) 2012, the patient had essure inserted. In (B)(6)2012, the patient experienced gastrointestinal disorder ("gi conditions"). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed/abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), back pain ("back pain"), hypersensitivity ("hypersensitivity"), psychological trauma ("psychological injuries"), bladder disorder ("bladder problem"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headache"), nausea ("nausea"), visual impairment ("vision problem"), dyspepsia ("heartburn"), vaginal haemorrhage ("abnormal bleeding ("vaginal", menorrhagia)"), dysgeusia ("allergic or hypersensitivity: metallic taste in mouth") and female sexual dysfunction ("apareunia") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation,total vaginal hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, hypersensitivity, psychological trauma, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea, visual impairment, weight increased, dyspepsia, vaginal haemorrhage, dysgeusia and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for- "dysmenorrhea", dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, general abnormal bleed, psych injury, bladder problems, uti, vaginal infection, vaginal discharge, fatigue, gi conditions, hair loss ,hormonal changes, headaches, nausea, vision problems, weight gain and heartburn insertion date: date(s) of insertion: (B)(6) 2010 (discrepancy), (B)(6) 2011 per insertion details there were 3 coils noted on the right in the uterine cavity and left: 4 coils mirena case: (B)(4) (migration of iud) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint, most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received: removal date, removal surgery, medical history, patient's aka name, reporter information were added. Action taken with drug was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding),') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion, dysfunctional uterine bleeding and uterine bleeding. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced gastrointestinal disorder ("gi conditions"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed/abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), back pain ("back pain"), hypersensitivity ("hypersensitivity"), psychological trauma ("psychological injuries"), bladder disorder ("bladder problem"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headache"), nausea ("nausea"), visual impairment ("vision problem"), dyspepsia ("heartburn"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysgeusia ("allergic or hypersensitivity: metallic taste in mouth") and female sexual dysfunction ("apareunia") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, hypersensitivity, psychological trauma, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea, visual impairment, weight increased, dyspepsia, vaginal haemorrhage, dysgeusia and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for- dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, general abnormal bleed, psych injury, bladder problems, uti, vaginal infection, vaginal discharge, fatigue, gi conditions, hair loss ,hormonal changes, headaches, nausea, vision problems, weight gain and heartburn insertion date: date(s) of insertion: (B)(6) 2010 (discrepancy), (B)(6) 2011 per insertion details there were 3 coils noted on the right in the uterine cavity and left: 4 coils. Mirena case: (B)(4) (migration of iud). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(4) 2010: total bilateral occlusion. Imaging procedure - on (B)(4) 2012: essure confirmation test(s) (unspecified) bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 02/13/2020: pfs received. Case was upgraded to serious incident. Due to ablation performed. New events vaginal bleeding, metallic taste and apareunia were added. The event genital bleeding was downgraded to non serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.